Event description:
A (B)(6) male pt contacted zoll customer support to report a problem with the wiring. The pt was issued a replacement belt.

Manufacturer narrative:
Device eval summary: device eval of electronic belt sn (B)(4) has been completed. The reported problem (problem with wiring) was confirmed. As received, the belt failed incoming testing. Upon eval, the trunk cable connecting the distribution node (dn) and front therapy electrode (te), and the cable connecting ECG electrodes c and d were cut, which damaged internal wires. The cause of the incoming test failure is the damaged internal wiring. The cause of the damaged wiring is the cuts in the cables. The root cause of the cuts cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.